Event description:
It was reported that noise had been observed on the atrial lead. The lead was explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
Final analysis found that the lead had been returned in two pieces. An insulation abrasion was found at 29.2 cm to 30.1 cm from the distal tip. The damage found is consistent with exposure to constant friction with another implantable device or heart feature. This likely contributed to the reported noise.